Manufacturer narrative:
(B)(4). The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted

Event description:
The customer reported to vyaire medical that the revel ventilator has an internal leak, the exhaled volumes are way to low when set to 500ml's, and it alarm check circuit. The customer confirmed that there was no patient involvement associated with the reported event.